Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) and two shock therapy for atrial fibrillation (af) with rapid ventricular response (rvr). A technical services (ts) consultant was contacted regarding this issue and discussed programming options to mitigate the issue. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.